Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the blood glucose reached up to 400 mg/dl while wearing the pod on the abdomen between 24 and 36 hours. Additionally, the patient discovered that the pink slide did not move forward into the viewing window, which indicates a needle mechanism failure. However, it was also reported that the patient thought the cannula did insert into the skin therefore the needle mechanism failure reported is unknown.